Manufacturer narrative:
(B)(4).

Event description:
It was reported that cerebrospinal fluid (csf) was found in the pump pocket. It was reported that about two months ago the patient had a return of symptoms and had an episode of convulsions. The physician checked the device and found that the expected volume and actual volume of the pump were aligned. The physician performed a dye catheter study to verify whether there were micro holes or a disconnection. Using radiography, the entire catheter with contrast liquid was visible. Following the study the patient presented to follow-ups at which the pump pocket was full of liquid (about 800 to 100 ml aspirated every follow-up) which was thought to be csf. During a revision the physician noticed that the pump was connected to an old intrathecal suture catheter and that the port of the pump was full of liquid 'between the metallic and silicon parts'. The pump was explanted and at that time the physician noticed that the port 'seemed to be not perfectly fixed to the body of the pump'. The patient was hospitalized and a replacement of the pump and revision of the proximal end of the catheter were confirmed. Patient symptoms included pain, seizures, increased spasticity, underdose symptoms (unspecified), and less than 50% therapy relief. The medication used in the pump was compounded baclofen 500 mcg/ml at a dose of 450 mcg/day. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Pump passed all non-destructive testing. No anomalies noted in pump logs. There was no catheter return with the pump.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, implanted: 2010-(B)(6), product type catheter, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The previously reported conclusion code 78 no longer applies to this event.